Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. There was an observation with the monolithic controlled release device that contains the steroid. Visual analysis of the lead indicated damage at implant. The analyst noted the helix would not be extended due to the helix bent, and the helix tip affixed to the monolithic controlled release device ring. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead was positioned and the helix extension was attempted; however, the lead helix would not extend. The lead was removed and the helix extension was attempted on the table but would not extend. A new lead was implanted. No patient complications have been reported as a result of this event.